Event description:
The surgeon inserted an aq2003v three piece silicone lens. The lens tore upon insertion into the eye. The lens was removed in pieces without enlarging the incision. No pt injury. The cause of the lens tear was due to the way the lens was loaded.